Event description:
Limitorr evd/lsad drain setup found to be broken at connection site, no obvious cause noted at the time. Ns resident dr chan notified to change evd setup. Survey of staff found this had happened a few times before. Pictures were taken of broken device and lot number was noted. Per site reporter: notified our integra sales rep of the problem and awaiting instruction.

Manufacturer narrative:
The following elements have blank data.

Event description:
Limitorr evd/lsad drain setup found to be broken at connection site, no obvious cause noted at the time. Ns resident doctor notified to change evd setup. Survey of staff found this had happened a few times before. Pictures were taken of broken device and lot number was noted. Per site reporter: notified our integra sales rep of the problem and awaiting instruction.